Event description:
A facility reported they found hairs in sterile packaging of a cranial hand drill (ID 826607). Issue detected before product use and the procedure was completed with a replacement product available. No patient consequences.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.